Event description:
It was reported that the atrial lead became dislodged during the extraction of other leads. It was also reported that the right ventricular lead had "failed" and been abandoned. Both leads were removed and replaced. It was further reported that the right ventricular lead was oversensing and delivered inappropriate therapy due to the oversensing, which seemed indicative of a lead fracture. No further patient complications have been reported as a result of this event. The left ventricular lead had been explanted and replaced due to diaphragmatic stimulation. The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the defibrillation conductor was distorted, several conductors were distorted, the distal conductor was stretched, the defibrillation was fractured due to overstress, the lead was stretched, the outer tubing was kinked/buckled and had a non-electrical environmental stress cracking breach, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood on the helix mechanism, and blood/body fluid was noted on the outer tubing overlay; distal segment returned and analyzed. (B)(4): distal conductor fractured, the outer insulation was melted, had cosmetic environmental stress cracking, and had a cosmetic depression, and there was blood/body fluid (not obstructed) on the distal conductor; partial lead in segments returned and analyzed.